Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device was downloaded to carelink. Carelink report shows all bolus programmed and delivered. Insulin pump passed the delivery accuracy test at 0.0874 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was over delivering insulin, as their basal rates were changing without their input. The customer¿s blood glucose level was 68 mg/dl at the time of the incident. The customer used food to treat the low. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.